Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with pfna ii for a trochanteric fracture on an unknown date. In (B)(6) 2012 patient returned to hospital complaining of pain. The patient had a gap at fractured bony part, and then had a follow up. With enduring a pain the patient started to take a stroll around 5,000 paces per day. The pain got gradually worse, and then the nail breakage was found by the doctor. The doctors noted the patient had a gap at the fractured bony part due to the nonunion, and activity of the patient is high. So concentration of stress to the blade hole made a metal fatigue and breakage. The typing score of fracture is close to a3. No further information is available at this time.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.